Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the implant pocket. A new icm device was implanted. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.